Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of 1.0 mmol/l with dizziness after a bolus of 13 units was delivered from the meter/remote that was not programmed by the user. This report is made based on the allegation that the patient experienced severe hypoglycemia related to an unprogrammed bolus delivery.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.